Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the implantable cardiac monitor (icm) could not be interrogated using a programmer. The interrogation was completed successfully using the patient's phone app which was to be used as an alternative pending the patient's next appointment where the icm will be tested again with a different programmer. The patient was stable.